Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the site was in regards to the right tracker. The site reported when moving o-arm system it sometimes hits the wall, causing damage to the right tracker. The medtronic representative tested the right tracker and was unable to duplicate any accuracy issues. The right tracker tracked accurately and without issue after visually inspecting the right tracker the medtronic representative observed cosmetic scratches only, and the tracker did not require replacement. The medtronic representative then tested the left tracker and found a small shift using a demo head. The medtronic representative was able to re-calibrate the left tacker without issue. On (B)(4) 2015, a medtronic representative performed a imaging system check-out, all areas passed after the left tracker was calibrated. The medtronic representative reported the system functioned as expected.

Event description:
A site representative reported that the imaging system was inaccurate when using auto registration. There was no patient present when this issue was identified.